Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was damaged. This may result in the button getting stuck, causing the power to turn off intermittently. Identified root cause: power button failure.

Event description:
Customer reported receiving a short study from the bravo recorder. After the completion of the study, the patient returned the recorder with full battery. According to the customer the bravo recorder may have powered off prior to the end of the study.